Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the oor was not determined, and oor has not resolved. There were no further complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported there was an oor (out of regulation) showing on the left side but not the right side. When the patient saw their doctor, they had settings changed, the oor went away but then came back. Troubleshooting was performed. Tss (technical services specialist) reviewed the oor code could mean a short in voltage mode. The hcp stated that the patient has no therapy issues and they checked the impedances last time when they were in and saw this message and some programming adjustments were made and the oor resolved. This was to be discussed with the patient. No patient symptoms or further complications were reported as a result of this event.